Manufacturer narrative:
Attempts for additional information requests were made. The customer indicated that the sensor used for this event was discarded. The sensor lot information was not available. If new information is obtained, a follow-up report will be submitted. (B)(6).

Event description:
It was reported that the sensor took a long time until the spo2 value was displayed at the nicu. The spo2 was unstable. Also, the plastic part which the emitter and detector mounted was so hard that it was coming off although the doctor or nurse put the sensor on for the patient. The product was discarded at the hospital, as such, product is not available for return. No known impact or consequence to patient.